Event description:
The customer reported the system failed to produce fluoroscopy x-ray. The system was likely locking up considering the customer had reported the mainframe was rebooting w/o command. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.